Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range pace impedance measurements. A revision procedure was performed wherein the lead was extracted via laser and device explanted; a new system was implanted. No adverse patient effects were reported.